Event description:
A customer from the united states reported to biomérieux incubator errors in association with an overheated bact/alert® 3d combination module. The customer reported that the analyzer was overheating and two error messages (#4 and #39) were received. The customer used gloves to remove bottles as they were too hot to handle. The bottles were boiling and hemolyzed. The customer disabled the a unit and shut off the analyzer. There were forty-six (46) affected bottles from fifteen (15) patients with some having multiple sets. The customer contacted all medical providers for sample recollection. The customer stated most of the bottles were from a sister lab and other provider cultures were 4 to 5 days old so they may not need a recollection. There is no indication or report from the customer to biomérieux that the issue caused a delay greater than 24 hours for reporting results or led to any adverse event related to a patient's state of health. The customer reported the annual preventative maintenance was completed on the tuesday preceding the incident without issue. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the complaint was originated because the bact/alert 3d instrument became very hot. The suspect root cause is an intermittent failure on the module controller board. The failure caused both temperature sensors to read 4.47 degrees celsius, causing the heater to turn on and compensate for the low temperature reading. The instrument displayed fault codes 4 and 39. When this occurs, the display turns red (visual) and the audible alarm sounds to notify the user of the fault condition. The fault condition is present until the issue is resolved.